Manufacturer narrative:
No evaluation possible at this time. The implant has not been removed from the patient nor has the identifying lot number been provided.

Event description:
Post op x-rays revealed a shank fracture. The invictus spinal fixation system was originally implanted on (B)(6) 2020.